Event description:
A us distributor reported that a battery pack had battery faults.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.